Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels (40-120 mg/dl) around 3-4 am every day and the bg level was addressed by drinking juice. The contact thought that the low bg level was directly related to incorrect basal rates and was in the process of "fine tuning" them with the healthcare provider.